Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer had been to the hospital multiple times. Device had alarmed motor was detected by reading unexpected value error alarm. Customer was assisted with clearing the alarm. Customer declined troubleshooting for other issues. Customer will not be returning the device for analysis.